Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed broken pitch cable at the distal end. A strand was sticking out at the wrist measuring 0.02. The other pitch cable was frayed at the wrist. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during reprocessing of the permanent cautery hook instrument, a loose wire was noted at the wrist of the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.